Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided the caller with complete information for a pump reset, and after performing the reset, the caller successfully started their sensor session with no recurrence of the error code.